Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation, on the cavotricuspid isthmus, a steampop was heard from the catheter, which temporarily interrupted the procedure. An intracardiac echocardiogram was already in place and showed no effusion. The cti line was completed while avoiding the steam pop area. The patient remained stable throughout the case. After ablation, a implantation of a permanent heart device that closes the left atrial appendage was placed, and at the end of the case, no effusion was observed. The case was completed. The patient was hospitalized per patients request, experienced no injury, and was discharged the morning after the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: media files were returned and analyzed. The media files were determined to relate to a clinical issue. In conclusion, the reported 'steam pop' issue could not be assessed with the returned media files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1, h1 product event summary: the afr-00001 sphere-9 catheter with lot 0232721619 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. An optical inspection of the lattice structure was conducted, and no blockage was found on the nozzle in zone 1 of the catheter. The uson tester was used on the catheter to check for air flow. The occlusion test passed successfully. Therefore, it is determine the issue cannot be reproduced. In conclusion, the reported issue was not observed with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the steam pop occurred on the inferior vena cava side of the cavotricuspid isthmus (cti).